Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of temp failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of tempearture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 53 allegations of a malfunction, 29 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress or a single component failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 53 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-77 years of age and between 24 and 235 pounds. Of the reported patients, 24 were male, 29 were female.